Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The customer samples and photo were evaluated and the customer¿s indicated failure mode of damaged with the incident lot was observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Upon inspection and of the customer samples and review of the photo, samples did not meet the required specifications. Based on the investigation, the potential root cause for the damaged shield was determined to be an exit track jam at the labeler. CAPA not necessary.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use of the bd vacutainer® adapter with luer adapter the cap was broken and there is foreign matter on needle. There was no report of injury or medical intervention.